Event description:
A pt reported experiencing inaccurate erratic results with a sure step enhanced meter. The pt's blood glucose results were 138,238m/dl. Tests were done within 10 minutes with a difference 47%. Pt did not experience any adverse events. No further info has been reported.